Event description:
It was reported that they couldn¿t connect the programmer with the implantable neurostimulator (ins) unless they used the therapy off key on the patient programmer. They used the on/off key, synced, increased stimulation, and everything worked normally. It was noted that the patient was currently on program 1. It was reported that the patient noticed that the lead might have moved. Additional information received reported that the patient never had therapeutic effect and had retention of their bladder. The patient still needed to catheterize every day and the goal of therapy was to have the patient only need to catheterize 1 time a day. It was noted that the patient was currently catheterizing the same as before implant with no improvement. The event occurred following the implant and the location of the symptoms was at the perineum area of the body. It was reported that the patient was not adequately trained on using the device. The patient only saw their health care provider (hcp) once post-implant, maybe on (B)(6) 2014, and now the hcp was on maternity leave. It was noted that the patient didn¿t think they were getting terrific results since implant and wanted to change the program but the hcp wasn¿t available and the manufacturer representative couldn¿t be reached to assist them in changing programs. The patient felt like they were hanging out to dry and the soonest they could get an appointment with the hcp was on (B)(6) 2014. It was reported that the patient trial went pretty well. The patient had an appointment for (B)(6) but the office had changed that to (B)(6). It was noted that they had no way to know what to do with the control other than up the intensity and on/off. No one ever explained to them what the difference was between programs and the patient had been on program 1 since implant and amplitude had been increased from 1.2v to 1.4v without much effect. It was reported that they lowered stimulation to 1.0v before trying program 2 and they got the poor communication screen with the I in a circle in the top left corner. The antenna was not being used and they repositioned the antenna and the lightning bolt was seen. It was noted that they changed to program 2, the checkmark was seen, and the patient felt some stimulation. They wanted to try increasing the amplitude and increased to 0.7v and it was still comfortable. It was reported that they pressed the up arrow and did an outline box move to the top row and pressed the down arrow and saw the box move down to the group and amplitude row again. They asked about the programmer battery indicator and how low before replacing the batteries and it was currently half full.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had retention and was catheterizing 2 times a day, the same as prior to implant. There was not much of a change over the weekend even though the patient increased the intensity to 0.90v and they didn't really notice any results from the therapy. It was noted that the patient had not been contacted by their manufacturer representative. The retention was just as uncomfortable as it was before the implant. It was reported that the patient wanted to know if they could just turn the ins off and go through the security gates because they had done that before and nothing happened. The patient's health care provider (hcp) appointment had been pushed out to (B)(6) 2014. It was noted that the patient increased to 1.0v. The manufacturer representative spoke with the patient and they switched the program. It was stated that they told the patient to give the program at least 2 weeks. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0eua2, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).